Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) oversensing was noted. The mv will be programmed off. A review by boston scientific technical services (ts) noted to perform a device data review and performing patient testing to see if any noise or changes in impedance measurements would be seen. Ts noted that there were some changes in the impedance measurements but these were not abrupt and not out of range. No adverse patient effects were reported.